Manufacturer narrative:
Current location is unknown, it is indicated that the batteries will be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Information for use states: when one battery is depleted to less than 25%capacity, the controller will automatically switch to the other battery. An intermittent "beep" will sound, the alarm indicator will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. The batteries are expected to have a useful operating life of 500 charge and discharge cycles. Batteries that reach the end of their useful life should be taken out of service. If a battery provides less than two hours of support duration, it should be replaced. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is six of six reports (3007042319-2015-00461, 3007042319-2015-00462, 3007042319-2015-00463, 3007042319-2015-00464, 3007042319-2015-00465 and 3007042319-2015-00466) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 97 of 117.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of six reports (3007042319-2015-00461, 3007042319-2015-00462, 3007042319-2015-00463, 3007042319-2015-00464 and 3007042319-2015-00465) submitted for devices related to the same event.

Event description:
It was reported by a patient that they experienced early alarms and power switching before depletion on all batteries. The batteries were removed and replaced. There is no reported consequence or impact to the patient. No additional information is available. This is six of six reports submitted for devices related to the same event.